Event description:
It was reported that the balloon ruptured. The 90% stenosed target lesion was located in a mildly calcified left main coronary artery. A 3.50 mm x 20.00 mm agent drug-coated balloon (dcb) was selected for use. The balloon ruptured during the first inflation at 6 atm. The device was removed, and the procedure was successfully completed with another of the same device. There was no patient complication, and the patient was in good condition after the procedure.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital. E1: initial reporter city: (B)(6).